Event description:
It was reported while using bd vacutainer® no additive (z) tubes, black spots were seen inside an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-apr-2025. Investigation summary bd received 10 samples and 2 photos for investigation. A visual inspection was conducted on the 10 returned samples, and 8 of these samples failed the inspection. The analysis of the 2 returned photos revealed a tube with visible foreign material in each. Additionally, 30 retained samples were visually inspected, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, black spots were seen inside an unspecified number of tubes. No adverse impact was reported regarding the patient or user.